Manufacturer narrative:
The biomedical engineer reported that the central nurse' station (cns) shut down due to a power failure, which caused the hard drives (hdds) to fail. 32 telemetry transmitters were being monitored on the cns at the time. The customer purchased two new hdds to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical product information was requested, but nk was only provided with the following: 32 telemetry transmitters were in use at the time. Model: zm-521pa, sn: not provided.

Event description:
The biomedical engineer reported that the central nurse' station (cns) shut down due to a power failure, which caused the hard drives (hdds) to fail. 32 telemetry transmitters were being monitored on the the cns at the time.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) health reported the cns-6201a (pu-621ra sn: (B)(6)) experienced a power failure. The cns was shut down due to cpu internal power supply module failure. There was a lot of dust that had collected in the pc which caused the system to overheat and fail. Service requested: customer requested to change the hard drives on the device. Service performed: ship 2 hard drives: s/n (B)(6) configured: sw 02-54. Investigation result: the cns warranty began 10/23/16. The root cause is determined to be power failure and resulting improper shut down. This caused the integrity of the hard drives to be compromised and customer to request new hard drives. Investigation conclusion: the root cause is determined to be power failure and resulting improper shut down. This caused the integrity of the hard drives to be compromised and customer to request new hard drives.

Event description:
The biomedical engineer reported that the central nurse' station (cns) shut down due to a power failure, which caused the hard drives (hdds) to fail. 32 telemetry transmitters were being monitored on the cns at the time.